Event description:
During the procedure, a blood leak was noted from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One swartz braided transseptal introducer was returned. The reported event of a leak was confirmed. Functional testing revealed sheath failed pressure and aspiration leak testing. When the hemostasis cap was removed, it was then revealed one of two hemostasis seals was missing.